Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure in which a trunav device was being used; at the time of starting the procedure, the parameters to be taken into account for the surgery were established. The procedure started by carry-wracking the graft for the assembly of the system and then proceeded to finish suturing the graft and perform the necessary assembly of the suspension systems for its placement. The specialist asks for the pivot guide to start making tunnels, however at the moment of passing the pin he tells the smith & nephew representative that he is going to give camera while the representative perform the steps of pin marking and brocade. The representative proceed to perform the step of the pin, measurement of the tunnel and brocade of the femoral tunnel. After this, perform the same procedure on the tibia part; then proceed to pass the graft through the tunnels and begin to milk the system to adjust it to the corticals of the patient, clearly showing that the plaque was exposed to the cortical and proceed to lateralize the plaque. After this, the procedure was performed on the tibia, but it was evident that when the graft was lowered, it was angled inside the joint. Therefore the representative let go of the suspension system again and continued to do this until the released the system, the representative suggest to the specialist to check the tibial tunnel and again pass the drill bit to verify that the tunnels made were adequate; therefore perform the brocade and insert the graft again for positioning. Block threads and proceed to cut. When requesting a plate, it was evident that the femoral plate was inside the femoral canal even though it was known that it had been exposed at the time of raising it. The specialist decided that new suspension systems should be placed in order to perform the procedure properly. The patient was released from anesthesia and left in recovery while the suspension systems arrive at the institution and the material was sterilized again. Around 11:30 p.m., the patient was operated on again to perform the graft extraction and proceed to repair it again with the new suspension systems. After this, proceed to suspend the system again, evidencing under radiological vision that the plates were in the desired position for the specialist.

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and device instructions for use review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Correction on d1, d2a, d2b, d4, h6, g4.